Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) has a pocket hematoma. The physician performed a pocket revision. This device remains in service. No additional adverse patient effects were reported.